Event description:
It was reported that, "the stem was implanted; the first head popped off. Opened up second and it also popped off."

Manufacturer narrative:
Investigation pending. No additional information available at this time.